Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8 mm fenestrated bipolar forceps instrument broke. The procedure was completed with no reported injury. Isi followed up with the clinical sales representative (csr) and obtained the following additional information: the instrument didn't have physical damage at the distal/proximal end. The instrument didn't have any limited/imprecise motion. The photographic images couldn't be provided since the instrument was already sent for analysis.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.